Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report separation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the non tactile gripper lever cap came off during the second grasping attempt. There was difficulty grasping so the cds was removed with the clip attached. A cds xt was then able to be implanted without issue. A total of 2 clips were implanted, reducing mr to 2. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the dc handle/gripper lever latch was separated. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported positioning failure (leaflet grasping ¿ clip not implanted) could not be replicated in a testing environment as this was related to patient/procedural conditions. A cause for the reported positioning failure (leaflet grasping ¿ clip not implanted) could not be determined. The result of the return device analysis confirmed the reported material separation (gripper cap - no tactile marker) issue as the device was returned with the cap separated from the device. The gripper lever latch was also observed to be separated. Therefore, this complaint was added to an exception to evaluate whether a product issue exists due to the reported material separation (gripper cap - no tactile marker) and the observed material separation (gripper lever latch). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.